Manufacturer narrative:
(B)(4)

Event description:
The patient experienced a loss of therapeutic effect and was unable to adjust the stimulation. Additional information from the patient's healthcare professional (hcp) indicated that it was unknown if the event could be attributed to the device. The hcp did confirm the lack of effect and no stimulation. The patient was seen on (B)(6)2010 for re-programming. Impedance check showed that the device was not functioning. It was undetermined if the patient was going to have the device explanted / replaced.